Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Customer reported receiving higher readings on their freestyle navigator continuous glucose monitoring system as compared to their freestyle built-in meter. Customer reported receiving readings of 10 mmol/l from the fs navigator continuous glucose monitoring system as compared to 5 mmol/l on their freestyle built-in meter within 2 minutes. They also reported readings of 13 mmol/l on their fs navigator continuous glucose monitoring system as compared to 4 mmol/l on the fs built-in, also within 2 minutes. The customer was on day 2 out of 5 of their sensor life, and the sensor had been inserted onto their abdomen. The results when plotted on a parkes error grid fell into "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.